Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for over an hour, the pump was still unable to be turned on. The customer did not provide an exact value for their blood glucose level but stated it was below 240 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.